Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was capped and replaced due to fracture. Patient was fine after the procedure.

Event description:
Additional information received notes that prior to the surgery, high pacing lead impedance was observed.